Event description:
It was reported that "while positioning gantry to oblique position, compression arm, paddle and detector 'slipped to floor', 'as if it wasn't being held in place by brakes'." No injury reported. A field engineer was dispatched to the site and determined the footswitch needed to be replaced. Once this was completed the system was working as intended.